Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)- the dentist reported that 1 month after the dental implant was installed in intraoral region 21# , its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved, immediate implant was performed and the patient presented bone type I.